Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited no capture on all vectors. The lead was reprogrammed to maximum output. The lead was later explanted and replaced. The case went very smooth and there were no negative patient outcomes.